Event description:
The customer observed falsely depressed sodium (na) and total bilirubin results generated on the alinity c processing module for patient samples. The following data was provided: (B)(6) 2023 sample ID (B)(6). Na initial = 117.2 mmol/l, repeat on another analyzer = 139 mmol/l. (B)(6) 2023 sample ID (B)(6). Na initial = 118 mmol/l, repeat on another analyzer = 138 mmol/l. Total bilirubin initial = <1.7 umol/l, repeat = 5 umol/l. No impact to patient management was reported.

Manufacturer narrative:
Update: section h4 - device mfg date updated from blank to 1/1/2021. The field service representative (fsr) inspected the instrument, performed trouble shooting procedures, and although a definitive cause for the issue was not identified, the alinity c processing module, serial number (B)(6) was considered the likely cause for the issue. However, sample integrity could not be ruled out. Return testing was not completed as returns were not available. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the alinity c processing module, serial number (B)(6) did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Device history record review did not show any non-conformances or potential non-conformances for the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity c processing module for serial (B)(6) was identified.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Completed information for section a1 patient identification: sids 7481123, 7481121 all available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely depressed sodium (na) and total bilirubin results generated on the alinity c processing module for patient samples. The following data was provided: (B)(6) 2023 sample ID (B)(6). Na initial = 117.2 mmol/l, repeat on another analyzer = 139 mmol/l. (B)(6) 2023 sample ID (B)(6)/ na initial = 118 mmol/l, repeat on another analyzer = 138 mmol/l. Total bilirubin initial = <1.7 umol/l, repeat = 5 umol/l. No impact to patient management was reported.